Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in the hospital for his heart and it was not related to diabetes. It was also reported that the customer's insulin pump alarmed button error while taking insulin. Customer was unable to clear the alarm. Customer's current blood glucose reading is 8.0 mmol/l. No further information reported.